Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. The complaint could not be confirmed and the event cause could not be determined. Note: per pipeline flex instructions for use, pushing delivery wire without retracting the microcatheter at the same time will cause the open end braid to move distally in the vessel. This may cause damage to the braid or vessel. (B)(4).

Event description:
Medtronic (covidien) received report of pipeline flex migration after deployment. The patient was being treated for an unruptured, saccular aneurysm in the left internal carotid artery (ica). Landing zone artery size was 2.6mm distal and 2.99mm proximal. The pipeline flex was deployed by pushing it out from the microcatheter. Upon removal of the microcatheter, the distal end of the pipeline flex foreshortened and missed the distal landing zone. The aneurysm was only partially covered and will need to be retreated. There were no difficulties noted prior to foreshortening. The patient is currently fine.